Event description:
It was reported that a ¿short fine blue thread¿ was found inside of a transfer set. The transfer set was not used for therapy, and the home patient (hp) brought the device to the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The product information became known. During the follow up, it was reported that the exact location of the thread was inside the transfer set; below the connector. The thread was detected upon opening the package. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unused device was received for evaluation. Visual and microscopic inspection revealed loose and embedded particulate. The particulate matter was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.